Manufacturer narrative:
The sample was not returned for evaluation, and the lot number was not provided; therefore, a complete investigation was not able to be conducted. This complaint was not able to be confirmed and a definitive root cause was not able to be determined. This event was related to the event reported through MDR# 1124841-2017-00099. Ops valves are subject to 100% visual inspection and a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. Previous simulation testing of the ops valve in an aortic root vent line found the ops valve to leak if the vent line was not properly clamped during cardioplegia delivery, and there was possible pressure buildup in the heart causing a positive pressure buildup in the vent line. The positive pressure relief valve then opened to release the pressure, and cause the ops valve to leak. This may have been the cause of the reported leak if the valve was used in the aortic root vent line. (B)(4). Method code: actual device not evaluated. Results code: no results available since no evaluation performed. Conclusions code #1: unable to confirm complaint. Conclusions code #2: device not returned. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that blood was leaking from the vent valve. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo attempted to gather additional information; however, no additional information related to this event was provided.